Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 7869965.

Event description:
Related manufacturer reference number: 3006705815-2023-06636. It was reported that one of the patient's leads migrated and the patient is experiencing pain at the ipg site after losing weight. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.